Event description:
It was reported this catheter was successfully placed for a cholangiogram procedure. Upon withdrawal of this drainage catheter, it was noted under fluoroscopy the catheter had fractured. The distal portion of the catheter remained in the patient. A snare was utilized to successfully retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Follow up revealed this biliary catheter was in place for several weeks and was used in a non indicated procedure, which co believes may have contributed to this event. However, company is unable to determine the exact cause for this event. Directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."